Manufacturer narrative:
Initial reporter provided an event date of (B)(6) 2016; however later in the report, the reporter notes the event happened "six months to one year ago". The exact event date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the luer lock connection on a cleo® 90 infusion set cracked. Patient believed it cracked due to over tightening the lock. Patient's blood glucose levels were 300-350mg/dl at the time of the event. Patient did not remember testing for ketones. To address the high blood glucose levels, the patient changed supplies and administered a bolus via his pump. No permanent injury was reported.